Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had refractive error. The iol was exchanged for unspecified lens. Additional information has been requested, received and stated in the surgeon¿s opinion, halos and blurry vision caused or contributed to the event. The lens was exchanged with non-company lens. There was no further impact to the patient. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned inside a small, plastic specimen cup. Viscoelastic was dried on the lens. The optic was cut into two pieces, typical of an insertion and removal. The lens was cleaned with klrp for further evaluation. One haptic was nicked on the distal anterior edge. The optic was cracked and split near the cut line in the center. Two separate areas of cracked damage in the shape of instruments used to grasp the lens were observed on the anterior optic surface and directly below on the posterior optic surface beginning at the optic edge. The other optic portion was torn, split, and cracked beside the cut line of damage on the posterior optic surface. This optic portion has one area of cracked damage in the shape of an instrument used to grasp the lens on the anterior optic surface and directly below on the posterior optic surface beginning at the optic edge. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The associated product information was not provided. The questionnaire indicated "not applicable" and "unknown" regarding the associated products used with this lens. It is unknown if qualified associated products were used. The product investigation cannot determine the root cause for the reported vision complaint. The lens was cut into pieces, typical of an insertion and removal. Additional lens damage was observed. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power (sphere and cylinder) and resolution of the returned lens could not be re-evaluated due to the optic damage. The multifocal company 2.25 cyl. 17.0 diopter lens was removed and replaced with a non-company, 17.5 diopter lens. Due to the exchange of the multifocal lens 17.0 for an unknown lens one half diopter less in power, this may suggest that the replacement lens model with a lower diopter was an improved selection for this patient¿s vision needs. Information was provided that the patient had pre-existing ocular condition of glaucoma and no prior refractive surgeries. The physician's prognosis for the patient was stated as "good". No further information has been provided. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.